Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of +60 units and it was filled with approximately 100-150 units of insulin. The customer¿s blood glucose level was 130 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support.